Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 11/04/2025. The elevated bg was addressed by a correction bolus via the pump. The customer changed the infusion set and cartridge, and resumed insulin use. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.